Manufacturer narrative:
No quality defect was reported with the injector and no service visit was requested. Preventative maintenance on injector was last performed in june 2015. No similar issues with this unit have been found. No further investigation needed at this time.

Event description:
An occurrence of extravasation and edema was reported involving an optivantage injector and an optiray 320 125ml pre-filled syringe. An injection of 60ml was made into the right forearm of a (B)(6) patient who was having an exam before their kidney surgery. The examination was not completed, the edema was treated (according the (B)(6) the treatment would be ice packs and maintaining the arm raised) and observed for approximately 4 hours, and the patient was released. The doctor and nurses of the hospital and was requested her to return 3 days after for evaluation. When the patient returned and was examined by the doctor, they were able to get the examination completed successfully. No additional details are known.